Manufacturer narrative:
Supplemental report provided as additional information was received pertaining to the event requiring an update/correction to the event description provided in b5 and h1 as previously provided under MFR#: 0001822565-2023-00178. H4: the manufacturing date in changzhou site was from 2022/11/08 to 2022/11/09. H6: health effect - impact and clinical codes.

Event description:
It was reported that the screw head broke off while tightening acetabular screw in shell. The head was removed but the screw remains in the patient. Procedure was completed using a second 40mm screw. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the screw head broke off while tightening acetabular screw in the shell. No additional information was available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated updated: b4 g3 g6 h2 h3 h4 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.